Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported after placed on the patient, the connection between the device and the bag was found loose. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a loose connection between the device and the bag was confirmed and the cause appears to be use related. The product returned for evaluation was a 20g safestep x 3/4" needle. The investigation findings are consistent with damage accumulated through gradual deformation due to continuous outward-radiating stress within the luer hub orifice, also known as material creep. Likely sources of the stress include slip-fit style male luer adapters such as those found on some i.v. Administration sets and syringes. The returned product sample was evaluated and the characteristics observed which supported this type of failure included: ¿ the luer hub orifice was found to be out of iso tolerance using a calibrated taper gauge ¿ usage residue was seen throughout the sample ¿ lack of mechanical damage on the luer hub ¿ leakage from the luer hub was confirmed during infusion testing with a slip-fit syringe ¿ attachment of the device to non-complainant slip-fit adapters showed that the tapers could be fully inserted into the luer hub orifice ¿ attachment of the device to non-complainant luer-lock adapters was unremarkable the evidence suggests that a tapered object was forcefully inserted into the luer hub orifice then left in place, resulting in gradual widening, or creep, of the luer hub material. This type of failure was replicated at vad using 5 iso compliant slip-fit adapters and 5 non-complainant infusion sets. A combination of use of slip-fit style adapters, the force with which those adapters were inserted, and the duration of insertion resulted in this type of slow luer hub deformation. Creep deformation takes place over days; however, the rate of deformation depends upon the force used to insert the taper. This type of damage may possibly be mitigated by reducing the insertion force and/or using luer-lock style adapters. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported after placed on the patient, the connection between the device and the bag was found loose. No other information was provided.